Event description:
The customer reported that during the phaco chop step of a cataract procedure, iris chafing was observed. No error messages displayed and no occlusion bell was heard. The dr was able to complete the case and implant the intraocular lens. The pt outcome was reported as good. There was no pt injury. Two pts were reported with iris chafing. For the add'l pt reference MDR# 2028159-2008-00190.

Manufacturer narrative:
No samples were returned for eval. The surgeon provided the instrument settings. This info was reviewed and the sys settings were within recommended parameters. No video of the surgery was provided for this complaint. The customer provided info on the handpiece that was used during the surgery. There was one similar complaint, and that complaint is referenced, reported by the same dr. A review of the complaint data for the handpiece indicated no adverse trends for iris chafing. Root cause of the iris chafing could not be determined.